Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient reported feeling a beating sensation but the device never shows what is happening. Follow up was conducted and indicated that the device had not been checked since this report but was functioning normally at the previous device check. The device remains in use. No patient complications have been reported as a result of this event.